Event description:
According to the reporter, while intubating the patient, the videolaryngoscope powered on for a few seconds but had a blue screen wi th the loading squares in it, then it started to blink with no minutes in the battery. The videolaryngoscope went to the regular camera screen for three minutes and showed that the battery saying two hundred and forty-six, and then it powered itself off because of ¿auto shut off". The battery was removed and reinserted, but it still had the same issue. It was mentioned in the report that there was some delay in the process.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.